Manufacturer narrative:
Implant regio 13 fractured. Construction was a removable prosthesis placed on 2 implants. Patient suffered from periimplantitis following bone loss an implant instability material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.